Manufacturer narrative:
Summary of investigation: there are no previous complaints of this code batch of which we manufactured and distributed in the market (B)(4) units. There are no units in stock in b. Braun surgical's warehouse. We have received 3 closed samples. Tightness test to the closed samples received has been performed and the units are tight. We have tested the knot pull tensile strength of the closed samples received and the results fulfil the requirements of the european pharmacopoeia: 1.47 kgf in average and 1.42 kgf (ep requirements: 1.27 kgf in average and 0.76 kgf in minimum). Degradation test results conducted on the samples closed samples received after 7 days in a 0,9% nacl solution at 37ºc are 0.79 kgf in maximum and 0.68 kgf in minimum and fulfil bbs requirement: 0.96 kgf in maximum and 0.23 kgf in minimum. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfilled usp/european pharmacopoeia and b.braun surgical requirements. We have also reviewed the complaint history record, and there are no complaints of the products manufactured with the same thread raw material batches used in this product. Conclusion root cause analysis: it has not been possible to determine the root cause because the closed samples received comply usp/ep and b. Braun surgical requirements. Final conclusion: although the results of the closed samples received fulfil european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. The case is considered not confirmed by evidence of the closed samples received. Corrective measures: actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported an issue with novosyn quick suture. The client reported that a wound dehiscence occurred during first week of march. New suture used. Additional information: there is no other information available. It is pointed out that nothing else was used on the wound.

Manufacturer narrative:
If additional information becomes available a follow up report will be submitted.